Event description:
A medical consult was requested for a possible lens repositioning. An implantable collamer lens of an unknown model and size was implanted into the patient's eye on (B)(6) 2023. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5- the lens was repositioned. Post-op month #1 the patient presents with a good outcome. (B)(4)